Event description:
It was reported that patient had a primary left total hip replacement over twenty years ago. Recently dislocated hip, revision operation performed on soft tissue around capsule. Removed for histology, surgeon stated that it was evidence of poly wear. Hip exposed stem found to be solidly fixed, femoral head removed. Poly liner removed as well. Evidence of the macroscopic wear on the femoral head and the lop of the poly has been worn away.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted after a review of the complaint details provided; there were no abnormal finding that would suggest a deficiency in the product. In addition, neither the explant nor supporting clinical document was provided for inclusion in this investigation. Should any clinical documents be provided this case would be re-evaluated. No further clinical/medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.